Event description:
It was reported that during the patient's implant procedure the morning of report, the doctor could not get the lead to stick and stay in the connector block. It was stated the doctor turned the wrench counterclockwise, put the lead in and tightened it, and then the lead came right out of the header block. It was noted the patient was successfully implanted with a different implantable neurostimulator (ins) and it was implanted on their right side. It was stated the patient did have two devices implanted, one on their left and one on their right. It was later reported the patient was implanted with two devices, one on their right side and one on their left and the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3093-33, lot# va0dt9n, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-33, lot# va0dt9n, implanted: (B)(6) 2014, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.